Event description:
It was initially reported that the pt was going in for a revision surgery. Additional info was received indicating that the pt had "white connectors" extruding from his neck. At that time, there was no sign of infection. System diagnostics performed on the pt resulted in normal lead impedance of 1578 ohms, and the device was disabled. It was later reported that the "white connector" was a tie-down extruding from his neck; the lead was not visible. The tie-down was removed; the neck was cleaned and then the opening was closed. Additional attempts for info have been unsuccessful to date.